Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was receiving an infusion of normal saline, and about one hour into the infusion the pump alarmed "air-in-line." The nurse went to the pump to examine and noticed that the drip chamber was full, but there were about six to eight inches of air in the line. The air reportedly did not reach the patient. The nurse paused the pump. It was reported that the pump did alarm appropriately for air-in-line, but the clinician was unsure why the line was partially dry when the drip chamber was full. The pump was at the heart level (height), fluids were reportedly hung correctly, and tubing was inserted correctly. There was no patient harm.